Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer received recurring no delivery alarms. The customer was hospitalized and was in intensive care unit. Her insulin pump stopped working. The customer's blood glucose level was extremely high. Her actual blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.